Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured. Difficulties crossing the lesion were encountered. The balloon was inflated three times at the proximal portion of the lesion and ruptured at 15 atms on the third inflation. (The initial inflation was to 10 atms and the second inflation was to 12 atms.) The patient was asymptomatic during this event. The lesion being treated was a very calcified and 99% stenotic lesion in the proximal rca. The maverick2 monorail balloon catheter was removed and replaced with several other balloon catheters, but none was able to successfully cross the lesion and complete the procedure. Rotablator intervention was successful one week later. Patient status is reported as 'good'.